Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that approximately four days post-implant, the pt was found to have a clot on the aortic root and the clot mobilized to the ostial left main coronary artery. The pt subsequently went into vt/vf arrest and shock therapy was able to terminate the episode successfully. The pt had been transported to the cardiac cath lab where an attempt to open up the left main coronary artery was performed. A wire was placed down to the left main coronary artery and decision was made to go to the operating room for surgical intervention of clot removal from aortic root.

Manufacturer narrative:
The manufacturer is attempting to acquire additional information from the hospital regarding the event and pt outcome. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.